Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not maintaining a charge. When they would turn the ins on, it would automatically kick out and wouldn¿t stay on the charging mode. The patient stated that they could charge it with the recharger up to full bars, but after the ins has been on for a few minutes it would turn itself off. The patient clarified that the lightning bolt would go off and they wouldn¿t feel stimulation. During the call, the patient checked their recharger and it showed that the ins was between a quarter to half full. At that time, they were unable to get any coupling bars and the recharger showed that the ins was on. It was reported that the patient always had the poor coupling problem. The patient stated that when they would be using the ins, it would kick out and turn itself off without them pressing any buttons. It was confirmed that the issue would occur when the ins was fully charged as the patient would charge until they got a signal that it was fully charged. The patient was to follow up with their healthcare provider (hcp) to diagnose the issue. It was noted that the issue started about a week prior to the date of this report. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.